Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had bilateral knee replacement about 4 weeks ago. During a follow up, it was found that the patients' left knee had an infection and the surgeon did an I&d and liner exchange.

Event description:
Patient had bilateral knee replacement about 4 weeks ago. During a follow up, it was found that the patients' left knee had an infection and the surgeon did an I&d and liner exchange.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.